Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer¿s device. The cause of the reported issue was determined to be due to the real time clock (rtc) on the digital pcb assembly not functioning, which resulted in the device not being able to power on. The device was destructively tested.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench) and would not power on. There was no patient use associated with the reported event.